Event description:
It was reported that during an unknown procedure, staples could not be made completely. They malformed. Another like device was used to complete the procedure. There was no reported patient consequence.